Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned provisional shims show used instruments with both ball bearings and springs disassembled. DHR was reviewed and no discrepancies were found. Root cause of the event is attributed to the previous design of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. This report will be amended when our investigation is complete. Device received but not yet evaluated.

Event description:
It is reported that the instrument is missing ball bearings.